Event description:
Customer called to report low absorbance and level sense errors from the unicel dxc 800 synchron system. Customer also observed drips from the wash vacuum probes, and "cartridge chemistry cuvette not dry" errors. Customer had previously replaced a broken cuvette and opines that some glass aspirated into the wash station valves. Also, fluid was found dripping into the reaction wheel. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found broken cuvettes and glass within the wash probe. The fse removed and replaced the wash/vacuum probe and cleaned all of the cuvettes to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).